Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis: stress urinary incontinence, pelvic pain, metrorrhagia and bilateral ovarian cysts. Procedure (s) performed: transvaginal hysterectomy, bilateral salpingo-oophorectomy, suburethral sling using pelvicol and cystoscopy. Findings: enlarged uterus with irregular contour consistent with fibroids. Hypermobile urethra. Postvoid residual less than 50 cc. First degree rectocele. Both ovaries contained 2 cm simple cyst. Complications post implant : dyspareunia, hot flashes, vaginal dryness tears with intercourse. - menopausal symptoms, atrophic vaginitis.